Event description:
During a ptca/stent procedure, the physician experienced difficulty crossing the lesion with the express2 monorail delivery/stent device and the stent dislodged. The physician was unable to cross the om lesion, and while attempting to retract the delivery/stent device back into back guide catheter the stent dislodged. The stent was located and successfully retrieved with a snare. Another manufacture's stent was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is listed as "okay".